Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing and then returned the device to the customer. The removed user interface pcb assembly was further evaluated in the failure analysis center. It was observed that an integrated circuit chip, designator u5 was electrically damaged. The electrically damaged ic chip is was caused the keypad malfunction.

Event description:
The customer initially reported that the small keypad on the device was malfunctioning. The small keypad includes non critical functions on the device. After further evaluation, it was observed by physio-control that some critical buttons on the main keypad assembly (on, shock, charge, etc) were also not functional. There was no patient use associated with the reported failure.